Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega needle driver instrument was noted to have a broken cable toward the tip of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken and stuck out at the wrist. The idler pulley did not exhibit any damage. No other cable damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.